Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identified smooth crease opening on the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: smooth crease opening on the posterior assessed a fold flaw opening. Reason for reoperation: deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.